Manufacturer narrative:
After the eval is completed, a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the lay-user/pt claimed that the animas insulin pump is not dispensing insulin when she has a lunch bolus. According to the pt, her blood glucose seems to be ok with no reports of hyperglycemic or hypoglycemic symptoms. In addition, there was no medical intervention for a serious injury. During troubleshooting, the healthcare rep noted that there is no tone/vibration with the bolus. All bolus appear to have delivered in the history and add up correctly except for (B)(6) 2011 when the bolus total was 28.1 units and the total daily dose reflects 24.7 units. The pt is using backup plan as recommended. There was no evidence that the pt suffered a serious injury due to the product issue. However, this complaint is being reported due to the alleged insulin dispensing issue.